Event description:
It has been reported to philips that the system gave an image memory full error and would not produce images. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information gathered, the system malfunctioned during a planned/non-emergency treatment. The procedure was completed as planned by deleting the old patient images. A philips remote service engineer (rse) inspected the system remotely and confirmed the image memory full error. This error message can occur due to a malfunction of the system; however, it can also occur due to too much data being stored on the system. The analysis of log file revealed ¿exposure not possible. Image disk full¿ error and confirmed this issue occurred due to too much data stored on the system. A philips field service engineer (fse) examined the system on-site and renewed the image database to resolve the issue. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In the event that this error occurs due to too much data being stored on the system, the user is able to delete examinations in order to create more space and continue imaging. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.